Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with a malformed clip jammed in the jaws. This condition prevented the device from proper feeding of the clips. The jammed clip was removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, one clip gap was fed and the remaining 7 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. It could not be determined what may have caused the clip jammed in the jaws or the clip gap fed during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.